Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device status was not yet able to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced st elevation. During a pulsed field ablation (pfa) procedure, air ingress was observed in a faradrive sheath. A grid catheter was inserted at the time of the air ingress. The sheath was suctioned. St elevation was noted during pulse; therefore, nitroglycerin was administered, and it had returned to normal at the time of contrast imaging. The sheath was replaced, and the procedure was completed with a new sheath.